Event description:
It was reported that the lens was removed intraoperatively due to capsule rupture. The incision was enlarged and sutures were placed. No replacement lens was implanted and the patient was referred to a retinal specialist. Additional information has been requested but has not been received. Reference MDR# 1313525-2015-01551 for the lens used for this event.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the MFR for eval. Therefore, a device history review (DHR) and product eval could not be conducted. Based on the info currently available, the most likely cause of the event is "patient-related." According to the surgeon, the pt had a weak capsule.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.